Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The user was instructed in the user guide to manually confirm, or reset, the time and date. It is likely that the user may have inadvertently entered an incorrect time/date or confirmed the default settings. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data found low battery warnings and it showed that battery voltage was low immediately after a battery change. Time/date reset to default was not observed in the black box. A manual time/date change was observed on the complaint date from (B)(6) 2014 3:02am back to (B)(6) 2014 3:03pm. Total daily delivery appeared inconsistent due to the time/date reset issue. Visual inspection of the pump found some cosmetic damages. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly. The electrical current draws were within specifications. The reported battery life issue was attributed to a low voltage battery being installed and the inaccurate delivery issue was not verified in the black box or duplicated in the investigation. Unrelated to the delivery issue, evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery for less than 24 hours. When a new aa battery is inserted the pump displays the default date and time must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced severe hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 400 mg/dl with nausea and rapid, deep breathing/ shortness of breath/chest pain. It was reported that the patient did not received any treatment above and beyond the usual routine of diabetes care and management and the patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support reviewed the event with the reporter. It was reported that the pump had an inaccurate delivery issue starting on (B)(6) 2014. Review of the basal history indicated that it did not match the active basal program. The reporter stated that the battery life was less than expected. Allegedly, the battery type was correct and matched the setting in the pump. Furthermore, there were no damages to the battery compartment or cap and there was no evidence of moisture corrosion in the pump. In addition, the reporter noted that the time/date on the pump was reset to factory default settings upon removal of the primary battery for less than 24 hours. The reported issues were not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemic event related to an alleged delivery issue with the pump of unknown causes.